Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log could not confirm the reported issue, as infusion parameters were not provided by the customer. The most recent infusion at 999 ml/hr for a vtbi of 100 ml was programmed and a downstream occlusion alarm was observed on 02/14/2025. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during testing in the biomed service department. There was no patient involvement. No additional information is available.